Manufacturer narrative:
E.1. Address was not located and (B)(6) was used. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be confirmed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material # 301025, batch # unknown. It was reported that the bd syringe 1ml s/t bns. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Notification number 200566271, notification created date 6/30/2023, notification description defective syringe, component number 23104. Component description "syr 10ml l/l, syr 1ml l/s tb, syr 3ml l/l, syr 5ml l/s", component lot serial number unknown, regulatory date reported 3/26/2024, regulatory reference number 1423395-2024-00191. Customer response on 16jul. 1. Could you please provide a further description of the issue associated with syr 1ml l/s tb? The syringe malfunctioned and squirted everywhere. 2. Can you please provide an exact date of event in dd-mmm-yyyy format? 06/30/2023. 3. Can you please provide the material number and lot number of "syr 1ml l/s tb" associated with reported issue? Lot number is unknown: 301025 - syr 1ml l/s tb. 4. Is there a photo or sample available showing the reported issue? If yes, are you able to provide the address of the facility for us to ship the return label? No. 5. Did the reported issue have any impact on the patient? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? No.